Event description:
It was reported that removal difficulties occurred. The 100% chronic occlusive and totally occluded target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After opening, 80% of the distal end of lad with calcification was suggested. A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure the stent could not be withdrawn from the lesion. The device was then removed directly from the patient and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.